Event description:
Caller reported a cartridge alarm issue with the pump, which was identified as cartridge alarm 20. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup to ensure insulin delivery and received a replacement pump from technical support, who also provided instructions on returning the faulty pump and transitioning to the new one.